Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors were observed. A gradual decrease in pacing lead impedance and r-wave sensing were also noted. The lead was caped and replaced.